Event description:
It was reported that during a ureteroscopy procedure, the laser fiber broke while deflecting the scope, resulting in a burn to the surgeon's arm. The procedure was completed using another device of the same type with no complications for the patient

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a ureteroscopy procedure, the laser fiber broke while deflecting the scope, resulting in a burn to the surgeon's arm. The procedure was completed using another device of the same type with no complications for the patient.